Manufacturer narrative:
A part of non-sterile orbit galaxy cmplx xtrasoft coil 2x2 was received coiled inside of a plastic bag. The hypo-tube was inspected and no damages were noted on it. The introducer was not returned for evaluation. The support coil and gripper were found without damage while the emboli coil was found stretched. The gripper and the embolic coil were inspected under microscope. Residues of dry blood can be observed on the gripper while the embolic col was found stretched. The review of lot 17127649 revealed no anomalies that were considered potentially related to the reported complaint. The failure reported by the customer that the coil stretched was confirmed, the cause of the stretched broken condition on the embolic coil was apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent these kinds of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with the orbit galaxy lot 17127649 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the facility reported that the orbit galaxy coil (640cx0202/17127649) was stretched. A deltaplush cerecyte 2mmx3cm coil "was not available to advance through the microcatheter (details unknown.)"

Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.